Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ( removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding/") in a 41-year-old female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, c-section, lymphatic disorder, lymph node disorder, endometriosis, parity, adenomyosis, dysmenorrhea and bowel adhesions. Concurrent conditions included bronchitis, smoker, cough, inguinal mass, inguinal mass, pelvic adhesions, body mass index normal and mass in pelvis. Family history included essential hypertension, colon cancer, diabetes mellitus, ovarian cancer and arthritis. Concomitant products included ibuprofen (advil), medroxyprogesterone acetate (depo-provera) and naproxen sodium (aleve). In 2009, 5 years 11 months after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding - menorrhagia"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced dyspareunia ("painful sexual intercourse(dyspareunia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robot- assisted laparoscopic total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had not resolved and the female sexual dysfunction, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: at the end of the procedure, the right cornea had visible coils and the left had visible coils. A successful placement occurred bilaterally. She was not advised of any complications or problems that occurred at the time of your essure placement. She denied complications from your essure removal procedure. Not all but most of the symptoms had decreased after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2015: negative hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2015, surgical pathology report final diagnosis of uterus, hysterectomy : cervix was within normal limits. Lower uterine segment had fibrous scar, endometriosis. Endometrium : benign proliferative phase endometrium. Myometrium was adenomyosis. Serosa was within normal limits. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: apareunia, dysmenorrhea, fatigue. Concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding/") in a 41-year-old female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, c-section, lymphatic disorder, lymph node disorder, endometriosis, female infertility, adenomyosis, dysmenorrhea and bowel adhesions. Concurrent conditions included bronchitis, smoker, cough, inguinal mass, inguinal mass and pelvic adhesions. Family history included essential hypertension, colon cancer, diabetes mellitus, ovarian cancer and arthritis. Concomitant products included medroxyprogesterone acetate (depo-provera). On 11-nov-2009, the patient had essure inserted. On 13-oct-2015, 5 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding - menorrhagia"). The patient was treated with surgery (robot- assisted laparoscopic total vaginal hysterectomy). Essure was removed on 13-oct-2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: at the end of the procedure, the right cornea had visible coils and the left had visible coils. A successful placement occurred bilaterally. She was not advised of any complications or problems that occurred at the time of your essure placement. She denied complications from your essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73.016 kgs. Human chorionic gonadotropin - on 13-oct-2015: negative on 13oct2015, surgical pathology report final diagnosis of uterus, hysterectomy : cervix was within normal limits. Lower uterine segment had fibrous scar, endometriosis. Endometrium : benign proliferative phase endometrium. Myotnetrium was adenomyosis. Serosa was within normal limits. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical records received. Plaintiff´s medical history, concurrent condition and concomitant medication were provided. Essure indication and lot number provided. Events added per pfs: vaginal bleeding, menorrhagia, painful sexual intercourse. Events outcome updated. Diagnostic results were provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding/") in a 41-year-old female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, c-section, lymphatic disorder, lymph node disorder, endometriosis, parity, adenomyosis, dysmenorrhea and bowel adhesions. Concurrent conditions included bronchitis, smoker, cough, inguinal mass, inguinal mass, pelvic adhesions, overweight and mass in pelvis. Family history included essential hypertension, colon cancer, diabetes mellitus, ovarian cancer and arthritis. Concomitant products included ibuprofen (advil), medroxyprogesterone acetate (depo-provera) and naproxen sodium (aleve). On (B)(6) 2009, the patient had essure inserted.in 2009, 5 years 11 months after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding - menorrhagia"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced dyspareunia ("painful sexual intercourse(dyspareunia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robot- assisted laparoscopic total vaginal hysterectomy). Essure was removed on 13-oct-2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had not resolved and the female sexual dysfunction, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: at the end of the procedure, the right cornea had visible coils and the left had visible coils. A successful placement occurred bilaterally. She was not advised of any complications or problems that occurred at the time of your essure placement. She denied complications from your essure removal procedure. Not all but most of the symptoms had decreased after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Human chorionic gonadotropin - on 13-oct-2015: negative hysterosalpingogram - in december 2009: total bilateral occlusion on 13oct2015, surgical pathology report final diagnosis of uterus, hysterectomy : cervix was within normal limits. Lower uterine segment had fibrous scar, endometriosis. Endometrium : benign proliferative phase endometrium. Myotnetrium was adenomyosis. Serosa was within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.